Event description:
On (B)(6) 2025, the user reported a dexcom g7 continuous glucose monitoring (cgm) connection issue with the ilet showing ¿bg run mode.¿ the agent instructed the user to restart the ilet and perform a fingerstick to enter a blood glucose (bg) reading of 263 mg/dl. After troubleshooting and re-entering the sensor pairing code, the user was informed it would take about 30 minutes for reconnection. The last recorded bg was 258 mg/dl. Bg was corrected by entering the manual reading into the ilet. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.